Event description:
It was reported that the procedure was to treat a heavily tortuous and 99% stenosed mid right coronary artery. A 2.75 x 15 mm rx xience v stent delivery system could not cross the lesion and was difficult to remove from the anatomy. A 2.75 x 15 mm trek was advanced and pressurized; however, it caused a dissection. Two 2.75 x 23 mm xience v were used to seal the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.